Manufacturer narrative:
(B)(4).

Event description:
Patient and patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an intermittent out of range signal. No additional patient or event information is available.